Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the video card and calibrated camera irs. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had problems with the video controller. No patient injury was reported.